Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was scrapped.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.